Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02012 and 3005099803-2012-02013 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were used during an esophageal variceal band ligation procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a speedband device (mr # 3005099803-2012-02012) was used to successfully release the first two bands. However, during the following deployment, four bands released at once. Reportedly, the seventh band was able to be successfully released. A second speedband device (mr # 3005099803-2012-02013) was used and the first two bands successfully released. However, resistance was encountered while attempting to deploy the third band so the use of this device was discontinued without the releasing the third band. The speedband device was withdrawn from the patient, and then the procedure was completed using another speedband superview super 7 ligator device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.